Event description:
Reporter alleged receiving the results of 38 mg/dl and 69 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that her husband tested her and treated her with orange juice, bread, honey, and peanut butter as she was dizzy and confused. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.